Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jan2019. No phone number provided. Philips technical support reports trouble shooting with customer: inlet o2 pressure reading 141 without o2 connected. Took steps to release any trapped high o2 pressure, no change. Tech support provided parts ID for the data acquisition printed circuit board (da pcb) and discussed installation to include required testing. The customer followed up and stated he replaced the data acquisition board the vent is working properly. Customer requested to close out the work order.

Event description:
Customer reported oxygen pressure sensor out of range. No patient/user harm reported. Event date not specified; estimate used.